Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on september 4, 2018, omsc found that the tissue pad of the subject device was severely worn. Also, the coating of the probe and the grasping section were partially missing. The manufacturing record was reviewed and found no irregularities. This type of event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the coating of the probe were damaged when the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the coating of the grasping section was damaged when the user scraped dirt such as burnt deposit with a hard object. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a laparoscopic removal of gastric band, the subject device was used. During cleaning the nurse noticed that the tissue pad was loose. The intended procedure was completed with the subject device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On september 4, 2018, omsc found that the tissue pad of the subject device was severely worn and the coating of the probe and the grasping section were partially missing. This is the report regarding the severely worn of the tissue pad and the missing of the probe coating and the grasping section coating.